Event description:
Meter name: enhanced basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: chills and shaking. A patient reported they were not able to test on meter, called dr. And he said to call an ambulance. Their meter allegedly was cracked after it was dropped 3 months ago. Not able to get a blood reading at all. The result on the ER meter was over 400. The time diffeence between patient's meter and ER was: no comparison done. Treatment was for high blood readings. Unknown. Cusotmer states that since the customer has not been able to test, the customer had several complications. Customer was admitted to hospital in 2001 and released in 2002. No further info has been reported.